Manufacturer narrative:
The device associated with the reported event was not returned. A DHR review was performed and no discrepancies were discovered during this review and no nonconformance's were associated with this lot. Review of the design file did not reveal any anomalies. The investigation could not verify or identify any product contribution to the reported event. No evidence was found suggesting product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trumatch pfc. The distal femoral cuts were different to plan. Dmf (distal medial femur) plan was for 11mm, actual was 8mm. Dlf plan was for 8.8mm, actual was 7mm. Pmf plan was for 13.5mm, actual was 10mm. Plf plan was for 8.2mm, actual was for 5mm. Tibia was as per plan. The patient specific femoral cutting block had no definitive position on the femur. The trial components were flexed and difficult to seat, but did seat eventually. The knee appeared to be very well balanced at the end of the case, which is thought to be due to soft tissue laxity. X-rays available. On (B)(6) 2014 - email received from (B)(6) advising the following from the surgeon; the surgeon was happy with the knee at the end of the procedure, but as indicated earlier felt that this was a result of tissue laxity rather than a well implanted product.